Event description:
It was reported they are returning their unit for service. During the initialization, the system gets stuck. Error l3004, l3008, l3020. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.